Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Angina, ischemia, and stenosis, as noted in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting. Also, angina, ischemia, stenosis, and hospitalization are listed in the no fault risk assessment matrix (ram) as no-fault post-procedure complications. In this case, it is likely that the angina and ischemia are secondary effects of the stenosis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated proximal circumflex with a xience v stent. Five months later, the patient underwent additional stenting to the proximal circumflex with two stents from another company for>=70%and<100%in-stent restenosis within the target vessel. At an unknown time in 2008, the patient experienced angina, which continued unchanged. The patient was scheduled for a stress test; however, the results were not reported. In 2009, the patient was hospitalized and underwent a functional stress test, which was positive. The patient was diagnosed with ischemia. Diagnostic coronary angiography was performed and revealed >=70% and <100% within the proximal circumflex. Balloon angioplasty was performed as well as implantation of another company's des. No additional event or patient information is available.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the initial medwatch report, only one stent was placed within the target lesion due to restenosis on (B)(6) 2007. There is no additional information available.